Event description:
A portable chest was performed, and the image would not cross into pacs. Troubleshooting was attempted but failed. The image was repeated. There was no patient harm or injury reported. There is no additional information provided. This event has been reported to the FDA as no. Mw5115505 importers also report to the FDA under report number 1000513161-2023 00084.

Manufacturer narrative:
We tried to collect information through importers, but no information was available except through the FDA. It was not possible to identify the phenomenon, and it was judged that countermeasures are unnecessary at present.